Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and no needles. It was observed, under magnification, that one suture appeared to have split under tension, while the other suture was received with an open loop. A microscopic inspection of the open loop showed evidence of material transfer. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread broke off. No further details provided.